Event description:
It was reported that this device exhibited a lead safety switch (lss) and was not functioning in bipolar pacing mode. The field representative (rep) requested if this device could be programmed to unipolar for magnetic resonance imaging (MRI). Technical services (ts) confirmed the device couldn't be programmed into MRI mode if the device was in unipolar. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.